Manufacturer narrative:
As reported, post-implant of bard/davol 3dmax mesh, the patient experienced pain and rash; the information available is limited. A photo provided shows the presence of rash at the area of the implant. Based on the information and photo available at this time, no conclusions can be made. Product identifiers have not been provided, therefore a review of the manufacturing records is not possible. Note, the date of implant and date of event is estimated as (B)(6) 2021 based on the onset of symptoms after implant, as specific dates were not provided. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, during (B)(6) 2021, the patient underwent an laparoscopic right inguinal hernia repair using an unspecified bard/davol 3dmax mesh which was stapled to fixate. It was reported that the patient began to experience pain right after the implant procedure and rashes. The patient is currently receiving oral steroids and the pain has only partially resolved. As reported, the rash has not resolved and a repeat course of steroids is planned. As reported, if symptoms persist, the surgeon will consider explanting mesh for possible autoinflammatory/autoimmune syndrome induced by adjuvants.